Event description:
It was reported that the atrial lead was capped and unusable. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: kdr701 ipg, implanted: 2005 (B)(6); 305u23 tissue valve, implanted: 2005 (B)(6). (B)(4).